Event description:
Account tagged bed, stating, head section will not go down all the way and when raised shoots up rapidly.

Manufacturer narrative:
Technician performed operational check out and noted right hand head section gas spring leaking oil and head section will not lower all the way. He replaced head section gas spring assembly. Bed passes function check. No persons or patient injured.